Event description:
When unthawing 6 bags for an autologous transplantation, a defect was determined with one bag. According to the user there was no consequences for the patient, or others. This is the first reported complaint concerning breakage of bag with patient material lost for this lot. The bag was not investigated. A filled questionnaire and pictures were available. According to the questionnaire the following investigation and statements could be made: the event was observed during thawing. The customer did use a metal cassette for freezing but not for storage. A controlled rate freezer was used. The freezing bags were not stored with an overwrap bag for cell rescue. The filling volume was 100 ml (55 ml - 100 ml are recommended). The cells were stored in the liquid phase. According to the pictures of the freezing bag the bag is cracked at the edge at the bottom of the bag. The issue is likely caused by physical stress (e.g. Mechanical impact). According to the questionnaire the freezing bags were not stored with an overwrap bag and a metal cassette. This is a deviation from the recommended freezing procedure. Regarding to the described issue, this should not have an influence. After storage in the liquid phase the bags should be stored in the vapor phase before thawing. This deviation from the recommended freezing process may have had an influence. The pictures show a round piece of the bag materiel broken out. It looks as if an air bubble was trapped at this location. Air should absolutely be avoided in the freezing bag before freezing as it will expand after the freezing process and may cause a bag breakage. The customer is asked to handle frozen bags with care. For the freezing bag 500 batch#: 7200200316, no deviation concerning the manufacturing process occurred. No anomalies occurred during the process.